Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact and tactile artifact contributed to the false detection. The response buttons were pressed during the event. The pt went to the emergency room (ER) following the event. The pt is not wearing the lifevest in the ER. There is no add'l info available.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the ER after the event and is not wearing the lifevest in the ER. Device eval was accomplished through a review of the pt's downloaded date file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(4): 11/01/2009 - reuse; electrode belt sn (B)(4): 05/01/2012 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).